Manufacturer narrative:
The t:slim g4 user guide states, "always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (exact value was not provided). The customer passed out and required the assistance of the daughter to consume juice via a straw. Customer stated that the pump time settings had changed on their own. During review of pump data by tandem technical support it was found that the pump date and time were changed via user interaction.